Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that the pump stopped working and displayed a "battery discharged" message, resulting in a decrease in the patient's blood pressure, to an sbp of 70mmhg. From the reported information there are no indications of serious injury to the patient or user, although 1mg of aramine was given to treat the patient's hypotension while the noradrenaline was restarted on another device.

Manufacturer narrative:
The customer¿s report that the pump stopped working and displayed a "battery discharged" message was confirmed. A review of the pcu¿s event and battery logs identified 5 instances of the pcu alarming for low battery 3 without previous low battery 1 (lb1) or low battery 2 (lb2) alarms with the first occurrence recorded on (B)(6) 2016 and one instance of the pump alarming for low battery 4 (lb4) recorded on (B)(6) 2016, thus confirming the fault. The pcu was subjected to a test infusion on battery power which determined in certain situations the low battery (<30 minutes) and/or very low battery alarm (<5 minutes) may not be generated when the battery power is low. Testing found that the pcu didn¿t alarm for 5 minutes or 30 minutes warning, instead alarming only when the pcu had stopped infusions and was about to power off. The battery was replaced and underwent 24 hour charge. The battery test confirmed correct operation of the battery alarms.